Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated and the corrected results were reported to the physician(s). Two patients were admitted to the emergency room, where re-testing occurred and the patients were released based on the corrected results. There are no known reports of adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument and instrument data evaluation. After evaluation, the cse inspected the integrated multisensor technology (imt) module and drain. The cse removed a clot found in the drain and replaced the vacuum line. The cse performed imt calibration and primed the imt diluent. The cause of the discordant sodium, potassium and chloride results is unknown. The cse successfully ran urine and serum quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.